Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Strings on tampon are coming unthreaded, strings everywhere [device breakage]. Consumer contacted via e-mail and stated that the strings on her tampon were coming unthreaded; strings were everywhere. No injury was reported.